Event description:
It was reported to philips that the paddles do not work.

Event description:
It was reported the paddles do not work. There was no report of patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the internal paddles, the customer is taking responsibility to correct/repair the device. The device remains at the customer site and no further evaluation is warranted at this time.